Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified lower sensor scan on the adc device and noted a vertically downward trend arrow, which indicates a rapidly declining glucose level (more than 2 mg/dl per minute). The customer experienced shaking and a seizure, prompting a visit to the emergency room. Upon arrival at the emergency center, a healthcare professional recorded a meter reading of 81 mg/dl. No treatment was required. There was no report of death or permanent impairment associated with this event.